Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not function properly. The surgeon used another instrument to complete the procedure.

Manufacturer narrative:
10/9/96- supplemental report submitted to FDA by mfg. Additional information data submitted for d-7, d-8, d-9, d-10 and e-1. Evaluation indicated and codes entered on h-3 and h-6.